Event description:
On (B)(6) 2014, gamma3 long nail surgery was performed at other hospital. After that, nail breakage was found at yonemori hospital. The fracture has not healed. Revision surgery is planned on (B)(6) 2015.

Manufacturer narrative:
Evaluation summary: the review of manufacturing documents revealed no deviation in material resp. In the manufacturing process. Rmf had considered nail breakage; the threshold was not exceeded. Investigation revealed no non-conformance. Mechanical damages ¿ drill marks and chamfer inside the proximal drill hole ¿ had been caused by contact with the step drill. Such damages cause additional notch effects. The nail broke in fatigue manner after an implantation period of more than 17 months which is not considered short term for a temporary implant. Referring to a smooth topography of the breakage surface of the anterior bridge ¿ including lines of rest running from lateral towards medial ¿ it was concluded that this web had separated first. Rough breakage surface on the posterior web indicated a more forceful and quick progress of the crack. Significant material deformation of the inferior edge of the proximal drill hole at medial identified high axial load application. A successful treatment requires a timely bone healing in order to relieve the nail and to transfer the load application over the bone. In this case insufficient bone healing had been confirmed. Intra-operative material damage at the lateral edge of the proximal drill hole contributed to the origination of an incipient crack. According to available information a more precise state statement was not possible from technical point of view. A medical review was not possible due to missing x-rays in different planes presenting the situations prior to revision. In case relevant information becomes available we reserve the right to update the investigation and to change the root cause. With available information a deficiency of the nail was not verified.

Event description:
On (B)(6) 2014, gamma3 long nail surgery was performed at other hospital. After that, nail breakage was found at yonemori hospital. The fracture has not healed. Revision surgery is planned on (B)(6) 2015.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.